Event description:
It was reported that the micropituitary was missing the screw that holds the jaw together, allowing the instrument not to open and close. No pt complication was reported.

Manufacturer narrative:
(B) (4). The device was returned to the manufacturer for eval. Visual macroscopic exam shows that the tip of the dynamic shaft is broken on one side. The pin of the dynamic shaft is missing. It appears that the excessive torque applied to the instrument may have caused the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.